Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure the device got stuck on the guide wire. Access was gained through the cephalic vein. The 90% stenosed lesion was located in the moderately tortuous antebrachium. The 4.0mm/1.5cm/140cm flextome monorail small peripheral cutting balloon was inserted along the guide wire when the device got stuck 20cm proximal to the distal end of the device and could not be moved. The device and the guide wire were removed as one and the device was exchanged with another of the same device to complete the procedure. There were no patient complications reported and the patient status is good.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the device found that the returned device had kinks along the length of the hypotube shaft. A guide wire was returned in the shaft of the device. The guide wire could not be removed from the device. The distal shaft was stretched measuring a length of 27.5cm from the distal tip to the rapid exchange (rx) bond. The outer distal was stretched and twisted along its length and had detached from the proximal bond. The inner lumen was squashed towards the distal end. The distal marker band was at the distal end of the distal cone of the balloon and the proximal marker band was squashed towards the distal end of the blades. The inner lumen appeared to be necked down onto the guide wire just proximal to the proximal bond. The inner lumen was also necked down onto the guide wire along the length of the distal shaft. The necking would have been caused from the stretching of the device. No other damage to the device was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure the device got stuck on the guide wire. Access was gained through the cephalic vein. The 90% stenosed lesion was located in the moderately tortuous antebrachium. The 4.0mm/1.5cm/140cm flextome monorail small peripheral cutting balloon was inserted along the guide wire when the device got stuck 20cm proximal to the distal end of the device and could not be moved. The device and the guide wire were removed as one and the device was exchanged with another of the same device to complete the procedure. There were no patient complications reported and the patient status is good.